Event description:
A meter to lab comparison test was performed within one hr and a half time frame. The rptr's surestep meter read 218 mg/dl and the lab result was 278 mg/dl. No symptoms were reported. Rptr did not have supplies to do a control solution test.